Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 15 october 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total left knee arthroplasty due to severe tricompartmental varus-type osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and competitor bone cement. On (B)(6) 2016, the patient underwent a left knee revision due to loosening and pain. The surgeon indicated the synovitic tissue consistent with potential aseptic loosening and was excised. He reported the tibial component was grossly loose and revised. The surgeon reported the patella was free of damage and not revised. The surgeon¿s report of the femoral component indicated it was harder to tell if it was grossly loose, but looked that it could have potentially have been but with some fibrous fixation. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2014; dor: (B)(6) 2016; (lt knee).